Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that one day post implant the patient had no rv capture at 6 volts @ 1.5 milliseconds. The patient was taken back to the lab to reposition the rv lead due to exit block. Thresholds were elevated. The lead was repositioned to a different part of the apex but thresholds continued to remain high. The previously capped chronic pacing lead was then used for pacing since the patient has complete heart block. The pace/sense portion of the high voltage lead was capped. No patient complications have been reported as a result of this event.